Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed. All results were within range spec during control solution testing and it was noted that the year was set incorrectly on the meter. On the date of the reported event the meter recorded a reading of 116 mg/dl, the reading reported by the customer is not present in the meter's memory log.

Event description:
Customer reported receiving a reading of 183 mg/dl on his precision xtra blood glucose monitor, which he felt was too high and went to hosp. The hosp's lab noted his blood glucose level to be 93 mg/dl. The results when plotted on a parkes to be clinically "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.